Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies and none were found. Ran occlusion test, and no occlusions were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's spouse reported via phone call of issues with no delivery alarms on customer's pump. The customer's blood glucose level at the time of incident was unknown. The customer's most recent blood glucose level was 448mg/dl. Troubleshoot was conducted. The pump did not alarm for no delivery during manual prime. The customer was advised that reservoir change resolved the issues. The customer will be returning the reservoir for analysis.